Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient was admitted to the hospital with a diagnosis of dka, and the physician requested the pump be reviewed. No further information was provided as to the patient¿s status, blood glucose levels, treatment or pump functions or settings. The technical service representative contacted the patient to obtain information and troubleshoot the pump; however, was unable to reach her by telephone. As the issue was not resolved, and the patient allegedly was admitted to the hospital in dka while using the reported pump, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.